Manufacturer narrative:
Qn# (B)(4). Associated MDR(s): 9680794-2024-00839,9680794-2024-00871,9680794-2024-00872 ,9680794-2024-00875,9680794-2024-00876,9680794-2024-00877,9680794-2024-00878,9680794-2024-00879,9680794-2024-00880 ,9680794-2024-00881,9680794-2024-00882,9680794-2024-00883,9680794-2024-00884,9680794-2024-00885,9680794-2024-00886 ,9680794-2024-00887,9680794-2024-00888,9680794-2024-00889,9680794-2024-00890,9680794-2024-00891,9680794-2024-00892 ,9680794-2024-00893,9680794-2024-00894,9680794-2024-00895,9680794-2024-00896,9680794-2024-00897,9680794-2024-00898,9680794-2024-00 899,9680794-2024-00900,9680794-2024-00901,9680794-2024-00902,9680794-2024-00903,9680794-2024-00904,9680794-2024-00905 ,9680794-2024-00906,9680794-2024-00907.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no paitent involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no patient involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the guide wire was partially advanced into the needle cannula. The guide wire was retracted, and no kinking was observed; however, functional testing revealed that the guide wire encountered resistance from inside the cannula. An initial manual tug test confirmed that the guide wire was intact. Microscopic examination revealed a build-up of a white particulate inside the guide wire tubing. The returned guide wire was advanced into the cannula. Minor resistance was encountered from inside the cannula; however, no total occlusion was observed. A lab inventory guide wire tubing with handle component (swg outer diameter measured 0.381mm) was inserted into the needle cannula. Resistance was encountered in the same locations; however, the guide wire passed. The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing has previously been contacted as part of this complaint investigation. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed resistance from inside the needle cannula. This in combination with the visible particulate likely contributed to the reported failure. Based on the customer report, the sample received, and the past comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.